Manufacturer narrative:
(B)(4). Medtronic was not authorized to evaluate/service the device.

Event description:
It was reported that during patient use the e360 ventilator stopped. The patient's saturation value dropped to about 70 and the central monitor generated an alarm. The device did not generate an audible alarm. The patient was transferred to a different ventilator.